Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, flexability ablation catheter was received for evaluation. Electrodes 1 and 2 read as an open circuit. Inspection revealed conductor wires 1 and 2 had been fractured at the shaft break, exposing the internal materials, consistent with the open circuit detected and the reported display issue. Electrodes 3-4 met specifications of acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wires and shaft remains unknown.